Manufacturer narrative:
A review of the complaint history, device history record, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows one nonconformance, which was scrapped. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Product code: dqx. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A safe-t-j rosen catheter exchange wire guide was used in a transcatheter aortic valve replacement (tavi), performed by right femoral approach. It was reported, when the wire guide reached the tricuspid valve, under fluoroscope, the physician noted the shape of the tip was abnormal. The wire guide was removed from the patient and the outer spring coil was loosened/frayed at the tip. No residues of the wire guide remained in the vessel. Another wire guide was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.